Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had history pointers failed and the history pointers were corrupted. Customer¿s blood glucose was 157 mg/dl. Customer stated that the insulin pump kept vibrating. The insulin pump will not be returned for analysis.